Event description:
The user facility reported that during a patient procedure their cmax surgical table was stuck in reverse trendelenburg position. The user facility was able to complete the procedure by pushing the table and pressing the hand control button bringing the table to a level position. No report of injury or procedure delay.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the cmax surgical table and found no issues with the function or operation of the table. The technician was unable to duplicate the reported event and confirmed the surgical table to operating properly. The technician returned the cmax surgical table to service. A 3-year complaint review indicates this to be an isolated event. No additional issues noted.